Event description:
Per complaint (B)(4) patient experienced failure or loss of imlant to integrate. Patient had no injury.

Manufacturer narrative:
Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and h6 to report that the device was not received for analysis. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.

Manufacturer narrative:
Patient's weight is unknown.

Event description:
Per complaint (B)(4), the dental implant loss intergrate. Patient had no injury.